Event description:
Physician used the venaseal closure system to treat patient. Local anaesthesia and hand compression were used. The lumen was flushed prior to use and a guidewire was used for insertion of the catheter. The vein did close. It was reported that skin irritation occurred post op. It is still present. It was not just localized. The patient had a significant reaction to venaseal. It was the patient¿s second venaseal procedure and reaction started about 3-4 days after procedure. Patient has a bright red rash and hives all over body and some blistering. In any previous venaseal reaction the physician has seen it as just localized redness to area in which treated vein was. Physician thinks maybe patient¿s reaction could have been lidocaine that was used or completely unrelated to procedure. The patient was fine after the first venaseal procedure (10 days prior) and this is the second procedure. The patient took several courses of steroids, but symptoms have resolved. Patient underwent a thermal ablation procedure and tolerated it ok however patient did develop a slight rash after that procedure as well, though nothing at all compared to what happened after venaseal. Patient was given another week of steroids after the thermal ablation procedure too.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the thermal procedure was laser. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.